Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported that the readings were fluctuating from accurate readings to inaccurate readings. No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. The device passed all visual and functional testing. During the operational testing the unit provided visual alarms and passed simulation tests by providing accurate measurements. The unit was determined to be functioning as designed.

Event description:
The customer reported that the readings were fluctuating from accurate readings to inaccurate readings. No consequences or impact to patient were reported.